Event description:
User reports one discrepant pt alcohol result. Initial result -46 umol/l, repeat gave 58 umol/l. The initial result was not reported. The field service rep determined the sample and reagent probes to be the cause. He cleaned the sample probe and aligned reagent probes. In addition, the technical service rep corrected the technical lower limit to reflect the correct parameters as per labeling. Performance tests were performed which were within specification.